Event description:
It was reported that the customer's blood glucose level was displayed as "high," although the specific value was unknown. The customer addressed the issue by replacing the infusion set and taking two boluses and requested to skip tubing and cannula checks, having found no issues previously. Control iq feature was on, and all other settings were verified as correct. Technical support advised consulting a healthcare provider to discuss potential factors affecting blood glucose levels, and the customer acknowledged the advice.